Event description:
(B)(4). Daily pain on rt side. Pain has continued for past 3+ years. Also ongoing effects : cramping, stabbing pelvic pain, abnormal menses, hot flashes, hydrosalpinx, pid (B)(6) 2015), loss of libido, painful periods, back pain, leg pain, hand numbness, headaches, nerve pain, foggy memory, mood changes, dizziness. That's to name a few.